Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a cold injury caused by the arctic gel pads. Per follow up information received via email on 23feb2024, there was an impact on one patient, extensive skin lesions were found in the area of contact with the pad which required the administration of local and systemic drugs and dermatological and pediatric follow-ups after discharge, expected until the lesions were completely healed, which are still present after two weeks from the event. There has been no exposure of healthcare personnel to blood or body fluids.

Manufacturer narrative:
The reported issue was inconclusive, as any reported reactions with the patient could not be tested or replicated during evaluation. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be that a leak in the pad causes intake of air into the system which reduces the efficiency of the flow and heat transfer. However, there was insufficient information to confirm this potential root cause. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for the pad noted no major kinks present or collapsed tubing. Hydrogel was intact with pad and not separated. No crushed dimples or signs of overlamination in the pad. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "contraindications: there are no known contraindications for the use of a non-invasive thermoregulatory system. Do not place the neonatal arcticgel¿ pad on skin that has signs of ulcerations, burns, hives or rash. Do not remove the fabric release liner of the neonatal arcticgel¿ pad and expose the hydrogel. Do not place the neonatal arcticgel¿ pad hydrogel on immature (non-keratinized) skin or premature babies. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities." And " the clinician is responsible for determining the appropriateness of use of this device and the user-settable parameters, including water temperature, for each patient. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to edema, diabetes, peripheral vascular disease, poor nutritional status, steroid use, or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the neonatal arcticgel¿ pad often; especially those patients at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Possible skin injuries include bruising, tearing, skin ulcerations, blistering, and necrosis." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a cold injury caused by the arctic gel pads. Per investigator notification received on 18apr2024, it was reported that they sent back 2 additional used neonatal pads. Per follow up information received via email on 23feb2024, there was an impact on one patient, extensive skin lesions were found in the area of contact with the pad which required the administration of local and systemic drugs and dermatological and pediatric follow-ups after discharge, expected until the lesions were completely healed, which are still present after two weeks from the event. There has been no exposure of healthcare personnel to blood or body fluids.